Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole 1mm distal of the proximal markerband. There were scratches to left and right of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal left circumflex artery. A 2.50mmx8mm nc emerge® balloon catheter was advanced to dilate the lesion. However during the procedure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a 2.0x20 emerge balloon catheter. No patient complications were reported and the patient's status was good.